Event description:
Device malfunction: difficult to remove, clip attached to the distal end of the device. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure, of the common femoral artery, after an unknown procedure. Reportedly, the vessel has a history of prior arteriotomy and two previously implanted starclose clips. The vessel access was difficult and a previously deployed clip was hit during vessel access, causing the angle of the needle to change. After deploying the clip, the device was difficult to remove. It was noticed after the device was removed that the clip was still attached to the distal end of the clip applier. Manual compression was applied to achieve hemostasis. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.